Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a "fortuitous intracapsular rupture of the right device: reconstruction by large backbone and implant placed in many years ago, clinical consequences for the patient: - 12mm equatorial wound on the right side". The device was explanted.